Event description:
After the patient was escalated from an impella cp to an impella 5.5, the user facility reported an access site bleeding had developed from the former impella cp site. Oozing was observed and manual pressure was held and eventually blood products were given. No additional information was provided.

Manufacturer narrative:
The impella device has not been returned for evaluation. Upon the completion of the investigation, a supplemental report will be submitted. The instructions for use states the following for access site bleeding: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ failure modes will be monitored and trended.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6. And h10. Have been revised from the initial submission.